Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to charging issues, patient also wanted a system upgrade. The patient is doing great post operatively. The explanted device will not be returned as it was disposed per facility policy.